Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The source of the foreign material adhered to the device was not identified. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air/water tube, and the air/water cylinder both had foreign objects and the reported fault was likely a result of insufficient reprocessing. In addition, the non-reportable findings were as follows: the grip packing ring was loose and probe cover had a burn. The adhesive on bending section cover was detached. The suction cylinder had no color. Due to damage on charge couple device unit, the image had shadows. Due to wear of angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, flex video scope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found inside the air/water tube and air/water cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.